Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using the needle to locate the pedicle. Surgeon used mallet to knock it into the pedicle, but has exerted strength to impact the needle onto the bone with much difficulty. Upon location of pedicle, a guide wire was placed into needle, surgeon then tried to remove the needle but needle was stuck to the bone. Attempts were made to remove the needle which eventually broke.

Manufacturer narrative:
(B)(4). The confidence introduction needle 11g 6¿¿ (product code: 2839-03-611, lot number: htjbdg) was not returned to the complaints handling unit (chu). As a result no device evaluation was performed. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the instrument, we are unable to confirm the reported issue or identify the root cause. As there has been no issue in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence introduction needle 11g 6¿¿ (product code: 2839-03-611, lot number: htjbdg) was returned to the complaints handling unit (chu). Visual examination at the macroscopic level revealed four separate fracture locations resulting in five returned segments. The fracture analysis report shows evidence of a static brittle failure, with consistent deformation across the entire surface. Evident surface damage and plastic deformation as a result of removal post failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the confidence introducer needle braking cannot be positively determined. However, the fracture analysis report shows evidence of a static brittle failure, with consistent deformation across the entire surface. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..